Event description:
It was reported that during a myomectomy procedure, the surgeon did not feel the first clip fired properly, it did not fully close distally. For the second firing the device was fired outside the patient as a test. A third clip was fired outside the patient as a test and the device jammed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received with the advancer protruding thus, the jaws could not be collapsed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the device was empty and the feeder shoe tab was noted broken; which denotes that the lockout was fired through. A possible cause of the found condition of the advancer is once the device was fired through lockout, the feeder shoe tang overrides the feed bar pocket and the feeder shoe tang got damaged pushing the advancer forward. Please note the device contains a last clip feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.